Event description:
It was reported that the device had error code 244.3020. No patient involvement was reported.

Manufacturer narrative:
Corrections: h3, h6 (method, result, conclusion), h11. Additional information: g4, h2, h10. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 31jul2006 to the present date (B)(6) 2020 and confirmed that this device was previously returned for servicing 1 time and there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had error code 244.3020. No patient involvement was reported.